Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he inserted a sensor today and was getting calibration alerts. Customer's blood glucose was 4.4 mmol/l. Customer stated that he went to remove the sensor but there was no sensor cannula and he believes that it broke off in the skin. Customer stated that he could not see anything on his skin sticking out and noticed that he had a bit of blood at site. Customer was advised to have a doctor look at the site to confirm if it broke inside the body. Caller saved the sensor for return. Customer was also offered a replacement.